Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2016. Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The longevity estimate is correct at four years, but there does appear to be some potential excess current drain in the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity estimate was less than expected, with some apparent excess current drain. The acute phase of the longevity estimate appeared to have taken longer than usual. The device remains in use. No patient complications have been reported as a result of this event.